Event description:
During the index procedure an in.pact av access was used to treat the left arm. Approximately 11 months post procedure patient suffered thrombosed arteriovenous fistula at venous anastomosis. The patient had a shuntagram. During the procedure the visualized access was thrombosed. A thrombectomy was successfully performed with pharmacologic thrombolysis with heparin and alteplase in conjunction with mechanical thrombectomy via embolectomy balloon and angiojet. The primary lesion was noted as entire forearm cephalic vein from anastomosis to antecubital fossa. This involved the target lesion from enrolment, the venous anastomosis and distal non-cannulation zone. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.